Event description:
During an avrt procedure, difficulty was noted during transseptal puncture. The needle failed to pass through the sl1 sheath despite multiple attempts. The needle was replaced and the transseptal puncture was performed. During ablation it was noted that the catheter had pressure malfunction and could not accurately display pressure. The catheter was replaced and the procedure was completed with no adverse patient consequences.